Event description:
The distal tip of the wire broke off inside the patient. This has happened 3 times. It is unknown as to if these were different procedures. Two out of three wires were removed from the patient. No adverse events have been reported to date. Per email: the physician did explain further that in all 3 occurrences as he was pulling the wire and inner dilator out of the introducer, the wire sheared off.

Manufacturer narrative:
Expiration date unknown as lot number is unknown. Patient code: removal of foreign body is not listed in the instructions for use. Device code: separates is labeled. Unknown as lot number is unknown. The actual complaint devices were not returned, (B)(4) unopened devices were returned. This device is inspected (B)(4) for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the caution label, we illustrate, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an inspection of the complaint product a definite root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. An examination of the returned devices did not find any nonconformances that would aid in understanding why difficulties were encountered. The root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.